Manufacturer narrative:
(B)(4).

Event description:
It was reported that at a time of maintenance the ht70 ventilator was turned on but the screen froze at the 6 photo image. After the forced termination, the condition was reproduced.